Event description:
It was reported that the t:slim x2 pump battery would not charge initially, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing charging supplies to the original tandem wall adapter and charging cable, resulting in the pump beginning to charge again without further need for assistance.